Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed that the front panel bezel had two approximately ½ inch cracks at the top of the bezel. There were visual indication of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed..the device history record did not reveal issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler screen brightness problem. The patient was not connected at time of call. The screen was dim during unknown phase/cycle of dialysis even though the display brightness was set to (10). The technical support representative replaced the cycler. Upon patient follow-up it was determined the patient was not able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.